Event description:
The surgeon noted a shift in the mayfield 2000 skull clamp during a posterior cervical laminectomy. The physician felt that the unit was loose at the locking mechanism and wasn't holding properly. The pt did not incur an injury with this event. Mayfield skull pins were used during the surgery. There wasn't a stereotaxy device used during the procedure. Surgery was not delayed as a result of this event.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported info.